Event description:
The customer reported that the system failed to boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The bios were reset and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.